Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: a7700e25, hall mechanical heart valve implanted: (B)(6) 2000, dtba1d1 crt-d implanted: 2014. (B)(4).

Event description:
A report of a patient death was received. Further review of the manufacturer¿s database indicated the patient died approximately 11 months after implant of a cardiac resynchronization therapy defibrillator (crt-d) and approximately 4.5 years after implant of a right ventricular (rv) lead. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The device system was returned to the manufacturer from the patient's spouse who reported that "we don't think it went off during" the patient's "heart attack". It was also reported by the patient's clinic that a remote transmission approximately 2 months prior to the patient's death showed no issues with the device system.